Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the ethernet cable and the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, an integrated electrosurgical unit (iesu) or erbe lost energy output. The customer elected to convert the procedure to laparoscopic surgery. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe unit was returned for analysis, and the reported problem was not confirmed but was replicated. During a system error log review, errors m-02 and 4-87 were observed. No issues were found upon visual inspection that correlated with the reported event. When tested on the system, the unit displayed error 4-88 on start-up. The unit will be sent to the original equipment manufacturer (OEM) for further evaluation. The complaint was not confirmed but was replicated based on failure analysis. The probable root cause could be attributed to x-88 and x-89 errors, which indicate a parity error or an unknown identifier error. These errors can occur due to data corruption, transmission issues, or a firmware mismatch on the generator. The issue can typically be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.